Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime/d33, excessive no delivery and displacement tests. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer states he received two error alarms; one was a no delivery alarm and the other was a motor error alarm which he received during bolus shot. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer was advised that his insulin pump would need to be replaced. No further information provided.